Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the needle part of the encor probe and black substance was noted inside the aperture. Therefore, based on the photo review, the reported foreign material and material fragmentation can be confirmed as black substance is found within the aperture. It is likely the black substance reported could be due to silicon and metal particulate; however a definitive root cause for the alleged device contamination with chemical or other material and material fragmentation could not be determined as the physical device was not returned. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023), g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an ultrasound guided breast biopsy through fibroadenoma tissue, a black oily substance was allegedly found on the device. The procedure was completed with another surgical procedure. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided breast biopsy through fibroadenoma tissue, a black oily substance was allegedly found on the device. The procedure was completed with another surgical procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2023). Device pending return.